Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the device was unable to acquire leads ECG readings from the ECG port. There was no patient involvement.